Event description:
Customer reported that capture-r ready-screen did not detect an anti-d in multiple samples from an ob pt; unexpected negative reactions were observed during antibody screening. Positive antibody screening results were seen with manual tube hemagglutinition testing using peg and lo-ion as potentiators. No medical decisions were made based on the unexpected negative reactions.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The presence of the d antigen was confirmed on retention capture-r ready screen, lot x081 and lot x071 through lot release records. Since the customer did not return product or sample, it is possible the event is due to the nature of the sample. Additional lot number x081.